Event description:
It was reported that during an unspecified surgical procedure it was observed that there were dark flecks on the 4k c-mnt scp,4.0,30,167, mitek device when it was connected to the camera head. The flecks would not come out after multiple cleanings. Another like device was used to complete the procedure. There was no delay in the procedure reported. There were no reports of injuries, medical intervention or prolonged hospitalization. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: the complaint device was received at the service center and evaluated. During the service evaluation the following defects were identified: other damages caused by customer. Outer tube damaged, distal tip distal tip damaged. Illumination distal tip fiber damaged deep fiber damaged. Particulate, optics particulate under distal lens particulate in system. Optical system, optical components distal cover glass/negative damaged cracked/scratches/residue. Cosmetic issue scratches/dents. Engraving/identification datamatrix code level a. Visual: scratched/nicked, broken (2+ pieces): chipped/shaved/delaminated, visual: deformed/bent, usage: use error/misuse and labeling: illegible etch per service reports, this complaint was confirmed. Based on the investigation findings, the potential root cause is traced to user error. It has been determined that no corrective and/or preventative action is proposed and there is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot => a manufacturing record evaluation was performed for the finished device, and no non-conformance was identified.